Event description:
On (B)(6) 2019, a reporter for the patient (the patient's wife) contacted lifescan (lfs) (B)(6), alleging that the patient's onetouch select simple meter displayed inaccurate results compared to the patient's feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained by lfs' product manager for the (B)(6) during a follow-up call on (B)(6) 2019. The reporter claimed that the meter had provided inaccurate results since (B)(6) 2019. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter indicated that the patient was diagnosed with diabetes 3 months ago and has heart problems. She stated that on his doctor's recommendation, the patient manages his diabetes with 6 units of medium-acting insulin (pharmasulin h np) before breakfast and a low-carbohydrate diet. She reported that from time to time about 11 a.m. The patient felt hypoglycemic symptoms without testing on his meter and took sweet food to treat his symptoms. Specifically, she reported that on the morning of (B)(6) 2019, the patient obtained a fasting blood glucose result on the subject meter of 6.1 mmol/l, his usual result in the morning, and felt good. She reported that the patient did not change his standard dose of insulin and diet. She stated that at 11 am on (B)(6) 2019, the patient felt hypoglycemic symptoms of dizziness, tremor and sweating; "but he did not control glycemia by meter". She indicated that the next morning the fasting result on the meter was 5.8 mmol/l and the patient was tested, at the same time, on a laboratory device. She reported that the patient received the result 3.1 mmol/l two hours later, without any symptoms and "used candy and felt better". At the time of troubleshooting, the reporter confirmed that the patient's test strips had been stored correctly and were within expiry date. The reporter did not have control solution available at the time of the original call to lfs. However, the product manager documented that a control solution test performed on (B)(6) 2019, using a different vial of test strips was in-range, as was a control solution test performed during the follow-up call on (B)(6) 2019 using the same vial used on (B)(6) 2019. Additionally, a check performed by the local office identified "no malfunctions". Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate blood glucose results on the subject meter and continuing with his usual diabetes management routine. The lfs products could not be ruled out as a cause or contributor to the symptoms.